Manufacturer narrative:
There are safety mechanisms within the device that prevent the over delivery of insulin. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. The patient history buffer (phb) files showed the algorithm was functioning as intended, correctly responding to continuous glucose monitor (cgm) inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels (bg) reached 50 mg/dl while wearing the pod between 4 and 24 hours. The patient experienced headaches and body tremors and upon realizing low bg's; they drank juice and ate jelly to treat themselves, but then experienced a panic attack. The patient then called 911. At the hospital the pod was removed and the patient did not receive treatment, they were discharged 6 hours later. After a follow up call with an insulet agent the patient reports they did not fully comprehend the op5 training due to language barriers.